Manufacturer narrative:
Information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a wobble in the scope rotation mount. The event occurred in preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The information obtained from the complaint and the investigation did not identify the cause of the problem. Upon inspection, the product met its specifications, with no new defects reported. Additionally, there was no repair history that could have contributed to the failure, leading to the conclusion that the failure was not caused by any previous repairs. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a wobble in the scope rotation mount. The event occurred in preparation for an unspecified procedure. There were no reports of patient harm.